Manufacturer narrative:
Initial reporter phone number provided: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a shorted chiller pump. Instrument and screen on but not booting with the software and error shows on screen: system failed to start. Power down, then power backup to retry. At the depot, it was found that there was a shorted chiller pump causing 24 volts on the power circuit card to short out and cease outputting voltage. Replaced chiller pump and the damaged power circuit card. A test isolation card was installed during decontamination due to suspected damage. The isolation circuit card was functional during evaluation. Device not cooling due to a failed chiller. Replaced chiller. Replaced control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error in screen issue in an arctic sun device that was not working. Per review of wo on 20aug2025, there was no patient involvement. Per sample evaluation results received via task on 02feb2026, it was reported that the device was not cooling due to a failed chiller. Test isolation card installed in decontamination due to suspected damage.